Event description:
Customer reported a malfunction on the pump, identified with malfunction code malf 12, with no notable events preceding it. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, as the original pump's battery died causing a reset. The customer was informed that the new pump software would not be compatible with their current fsl2+ sensor and was advised to contact their healthcare provider for a new compatible sensor prescription. Customer reverted to an alternative method of insulin therapy.